Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the kidneys performed on (B)(6) 2018. According to the complainant, during preparation, when the user opened the packaging of the first laser fiber it was noted broken. A second and third flexiva 200 tractip laser fibers were opened and the same issue was noted. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.